Manufacturer narrative:
Information was received from distributor who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the devices were implanted in 2003. In 2007, the patient was ambulating and felt something give. The patient continued to feel pain and went to the hospital emergency room on the following day, where it was discovered, the stem had fractured. Revision surgery was performed on the following month.